Event description:
It was reported that, "the doctor tried to insert the head onto the stem and could not complete. During the process, he scratched the head and wanted a new one to use. No complication to pt."

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.